Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed excessive bleeding after the biopsy. The patient was admitted in intensive care unit. Follow up was made to the physician and they reported that the event had nothing to do with the product, but instead, was attributed to previously unrecognized thrombocytopenia. There was no catheter or needle issues and no navigation problems.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. A review of the event information was performed by an isi medical safety officer (mso) and provided the following conclusion: a patient underwent an ion biopsy. Excessive post biopsy bleeding was noted in the setting of thrombocytopenia and the patient was admitted to the ICU. The physician reported the bleeding was due to unrecognized thrombocytopenia and was not associated with the device. No further information was able to be obtained despite efforts to do so. Given the available data the bleeding was due to performing a biopsy in the setting of thrombocytopenia. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A more recent prospective multicenter international study of 1,215 reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major nonneuraxial surgeries. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the bleeding is attributed to a biopsy performed in the setting of unrecognized thrombocytopenia. There is no evidence the event was device related. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019.